Manufacturer narrative:
291578 evaluation statement: the reported event of a chip on the membrane frame was confirmed through a photo from the tpc. The tpc determined the chip was actually a gate formed during the molding process. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿as I was inspecting this device I noticed that every pump has what appears to be a chip on the membrane. However, it is on every pump so I don't know that it is a defect but it appears to be a chip and gives the illusion that it is chipped. With the recent concerns around these pumps this may appear as a defect. I have compared this with new membranes and have found it to be the same with new ones, but even yet it is not a smooth cut so something in manufacturing might be off just a bit as the cut where it appears to be chipped is a bit ridged." An incomplete date of event of (B)(6) 2019 was provided. There was no reports of patient involvement.